Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A labeling review was performed and the label contains the appropriate cautions, warnings and directions for use.

Event description:
The customer reported to corporate product surveillance that a separation occurred between a clearlink duo-vent continu-flo set, product code 2c8541, lot number unknown, and a clearlink secondary medication set, product code 2c7462, lot number unknown. The separation occurred at the upper y-site of the primary during patient use. The medications used are unknown and it is unknown if a pump was used. There was no patient injury or medical intervention necessary. The samples are available and will be given to the risk manager. No additional information is available.

Manufacturer narrative:
The sample is available for evaluation. A follow up report will be filed if the sample is returned and evaluated or if any additional information becomes available. (B)(4).